Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse found crystalline build up on top of the reaction tray cuvettes. The cse also found that the drain pump 1 peristaltic-tubing was flattened. The cse then replaced valves associated with the reaction tray wash unit evacuation of reaction tray. The cause of the discordant, falsely high calcium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely high calcium (ca) result was obtained on one patient sample on an advia chemistry xpt instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and on another advia chemistry xpt instrument, resulting lower. The first repeat result was reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely high ca result.